Manufacturer narrative:
The reported issue that etco2 modules failed for error code 570.6200 and 570.6500 had been confirmed. It is believed that this file may be a duplicate reporting of the same issue in which the listed etco2 modules had been returned for this issue and were either investigated by operations engineering and repaired by service or received standard service level investigation and repair. The OEM had investigated and identified that during the manufacturing process the o-rings had unintentionally come in to contact with ethanol and had chemically attacked the plasticizer of the o-ring. This over time (2 months) caused the material loss as debris to clog the filter. The OEM had been issued a supplier corrective & preventative action request (scar) ID# 19-i002. The etco2 module is used for patient monitoring only during patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the etco2 devices had error codes 570.6200 and 570.6500. The facility biomed stated that the etco2 were identified during incoming inspection. There was no patient involvement. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "c02 detector not working machine and cannula changed two times each also tried turning machine on an off again a few times machine still not picking up c02. 9 days earlier, pca pump with end tidal c02 monitoring channel malfunctioned, and pumps end tidal c02 channel malfunctioned 3 times and had to be replaced one day earlier- two separate occasions with two different pumps the etc02 pump alarms "channel error" tried shutting it completely down and with no fix reached out to rapid response for assistance and suggestion they said to change cannula to pt which was done and no change m situation clinical engineering has had 13 failed etco2 modules removed from service they have found "fatal error" codes 270 6200 and 270 6500, the fatal error codes then. An incomplete date of event of(B)(6) 2019 was provided.